Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, 1 tube produced inconsistent quality control results for an unspecified analyte(s). There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, and no additive abnormalities were found. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results) because no erroneous analyte was reported by the customer and the tube lot in question was expired at the time of this review. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, 1 tube produced inconsistent quality control results for an unspecified analyte(s). There was no health impact or consequences reported